Manufacturer narrative:
B5 - disregard initial MDR: originally the claim was determined to be reportable, but upon further review was determined not MDR reportanble. Cause of event reported as lens tear. Not likely to cause or contribute to death or serious injury if it were to reoccur. Lens not implanted. No patient contact. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -12.50 diopter, tore/broke during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved.